Manufacturer narrative:
The graft was not received for evaluation and the issue was not able to be confirmed. Follow-up patient information including status, lot numbers used, and implantation dates were provided on (B)(6) 2024. Addiitional information was received on (B)(6) 2024 that states the patient clotted again so the doctor ended up "lighting" and excising the graft. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. A review of the DHR was performed, no issues were noted and wall thickness met specifications. We remain inconclusive about the root cause of the issue, but based on the documentation and complaint history review, we do not believe there is a systemic issue with these devices.

Event description:
Artegraft placed on (B)(6) 2024, graft clotted and thrombectomy went well, graft was accessed post intervention (by surgeon) and was leaky and graft wall seemed thin "seemed disintegrated", graft did not seem to incorporate like ag typically does, patient has no infection and is inpatient currently (for other reasons) but on IV antibiotics. The graft was reported as a primary graft. It was flushed eight times with saline solution and pressurized with heparinized solution with clamp. The graft was implanted on (B)(6) 2024 and started cannulation on (B)(6) 2024. An angioplasty and thrombectomy were performed to the graft on (b(6) 2024. The graft was described as "fairly thin" but no obvious infection was identified. It was further reported that it seems like the graft did not incorporate well and was leaking from needle holes; the graft is also fairly thinner than implantation. The graft was reported as still patent. Additional information was received on (B)(6) 2024 that states the patient clotted again and the doctor explored. It seemed like a seroma again so the doctor ended up "lighting" and excising the graft.